Manufacturer narrative:
Concomitant products: prowler select plus microcatheter (606s255x/ 17208586). (B)(4). It was reported that the device would be returned for analysis; however, it has not yet been returned. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports related to this compliant with associated reference numbers of 3008264254-2016-00068 and 1226348-2016-00152.

Event description:
As reported by a healthcare professional, during coil embolization, the enterprise stent (enc453712/ 10409493) could not be advanced via the prowler select plus microcatheter (606s255x/ 17208586). They withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury or clinically significant delay in the procedure. A continuous flush had been maintained through the microcatheter and there was no damage noted to the prowler select plus or the enterprise. The enterprise had not exited the microcatheter into the patient. Both devices had been prepped and used as per the IFU. Information regarding the intended procedure, target vessel, or patient information could not be obtained. It was reported that the devices would be returned for analysis.

Manufacturer narrative:
As reported by a healthcare professional, during coil embolization, the enterprise stent (enc453712/ 10409493) could not be advanced via the prowler select plus microcatheter (606s255x/ 17208586). They withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury or clinically significant delay in the procedure. A continuous flush had been maintained through the microcatheter and there was no damage noted to the prowler select plus or the enterprise. The enterprise had not exited the microcatheter into the patient. Both devices had been prepped and used as per the IFU. Information regarding the intended procedure, target vessel, or patient information could not be obtained. A non-sterile enterprise device was received coiled inside of a plastic bag. The introducer tube was not received for evaluation, the delivery wire was found without damage and the stent was found deployed. In the same plastic bag a prowler select plus 150/5cm was received. It was inspected, and a compressed section was noted at 2.5cm from the distal end. The microcatheter and the stent were inspected under microscope; the microcatheter was found compressed while no damages were noted on the received stent. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10409493. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise being unable to advance through the microcatheter could not be evaluated since the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time. This is 1 of 2 MDR reports related to this compliant with associated reference numbers of 3008264254-2016-00068 and 1226348-2016-00152.